Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly. Device had motor error alarm during rewind test due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. The device had cracked display window corner, scratch lcd window, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 350 mg/dl. Troubleshooting was performed. The device was returned for analysis.